Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was returned for analysis. A kink was observed in the imaging window assembly in the distal end. A damage was observed at the femoral marker in the sheath assembly. Impedance testing shows an electrical open at distal wave form. During image characterization testing, no image appeared in the ilab system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The complaint device was sent for x-ray analysis to further characterize the electrical failure. Based on the x-ray analysis, no discernible defect could be seen. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Reportable based on device analysis completed on 08-feb-2017. It was reported that lost image occurred. During a percutaneous coronary intervention (pci), an opticross¿ imaging catheter was advanced to visualize the target lesion that was located in the mid right coronary artery. However, the screen appeared black. Flushing was performed, but the same case occurred. The procedure was completed with another opticross¿ imaging catheter. No patient complications were reported. However, returned device analysis revealed sheath marker flakes off.